Event description:
After breast implants were put in (B)(6) 2019, complications began to arise. I had a yellow/red tint to my eyes and daily discharge from my eyes, constant fatigue, major weight gain with no change in diet or exercise (B)(6) in 4 wks), hair loss, dry skin, depression despite medication. My blood work revealed high creatinine levels/low gfr not present prior to the implants, high hemoglobin, and my ferritin level is suboptimal for someone who is (B)(6). I am (B)(6). I am working with a dietitian and my gynecologist. I had the implants removed on (B)(6) 2020 and within a day my eyes have cleared up. Will be retesting my blood work next week. Dr (B)(6), (B)(6). Breast implant poisoning. FDA safety report ID# (B)(4).